Manufacturer narrative:
"Approximate age of device" is 5 years, 5 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
Based on the information provided and due to the pump not being available for evaluation, a specific cause for the reported event could not be conclusively determined. The device remains implanted and in use by the patient with no further events reported. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had gi bleeding which resulted in cessation of anticoagulation. A ramp study reportedly demonstrated the pump's inability to unload the patient¿s left ventricle. The patient's lactate dehydrogenase (ldh) level peaked previously at 1800 u/l and leveled off at a range around 800 u/l. The patient is being medically managed. No additional information was made available.